Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood observed in/on helix mechanism (sleeve head); full lead analyzed.

Event description:
It was reported that during the implant procedure, the physician was unable to extend and retract the helix after the lead had been repositioned approximately three times. Positioning/fixation difficulty was also reported. The lead was replaced. No patient complications have been reported as a result of this event.